Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient experienced bleeding and bruising at the wearable site and sought medical assistance. No information was obtained about the medical intervention for this event. Follow up attempts with the patient to obtain further details and clarification regarding the incident were unsuccessful. At the time of report, the patient¿s condition was unspecified. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.